Event description:
On 21 jan 2020, neotract was notified of a patient who underwent a successful prostatic urethral lift (pul) procedure on (B)(6) 2020. The procedure was described to be uneventful and no complications were reported. On the morning of (B)(6) 2020, the home healthcare nurse found the patient lying on the bathroom floor. Later that day, the physician reported that he was notified the patient coded at home and expired. The physician stated that he does not believe the patient death was related to the pul procedure, and declined to provide any additional information. On 30 jan 2020, during follow up call, the physician declined to provide any further details.